Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found to be dislodged and kinked.

Manufacturer narrative:
After internal review on 13-feb-2026. Corrections were made to b3, b5, and h6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula and to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage and communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphonelockdown. Cloud - omnipod 5 software app version3.1.2-p001. Cloud - operating systemn5004l-am-q-mv01602-06-01.06. Cloud - hardwaren5004l. Cloud - cgm sensor type- unspecified . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. Additionally, they reported leaking insulin and that the adhesive was not securely attached. When the pod was removed from the infusion site, the pod's cannula was found bent.